Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level of 493 mg/dl. The glucometer was not sending their readings to the insulin pump. They declined troubleshooting on the insulin pump. The customer's blood glucose level during the call was 549 mg/dl. They will monitor the insulin pump and call back if their high blood glucose continues. The device will not be returned for analysis.